Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a nurse from the (B)(6) regarding peritonitis in a female homechoice peritoneal dialysis (pd) patient approximately (B)(6) of age. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient developed peritonitis that was manifested by abdominal pain. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, an effluent analysis was performed. The patient was treated with ciprofloxacin and gentamycin. The peritonitis was ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome of the break in aseptic technique was not reported. Medical history was not reported. The reporter believed the peritonitis was unrelated to pd therapy and did not provide an opinion of causality for the break in aseptic technique.